Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation interventional procedure using an 8.5f sheath. A femoral angiogram was not performed. Reportedly, a cuff miss suture retrieval issue occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the IFU deviation of no femoral angiogram performed contributed to the reported event. Additionally, it was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation interventional procedure using an 8.5f sheath. It should be noted that the proglide instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. The absence of pre-close technique used would not have contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.